Event description:
The customer reported that after 70 minutes into an apheresis procedure, a leak was noticed at the injection site. Patient information is not available at this time. This report is being filed in response to the customer filing a sae report with their local authorities.

Manufacturer narrative:
Investigation:the needle-less access from a trima accel set was received for investigation and a leak was confirmed at the joint between the manifold and the needle-less access port using pressurised air. The manifold was found to have stress cracks. Investigation evaluation and corrective actions are in-process. A follow-up report will be provided.

Manufacturer narrative:
This record was identified during a retrospective review of mdrs to identify records in which an event occurred, but the type of reportable event was not indicated appropriately. This supplement is being filed to modify information to align with the reported event.

Event description:
Patient full ID is (B)(6).

Manufacturer narrative:
Investigation: a review of the device history record (DHR) for this unit showed no irregularities during manufacturing that were relevant to this issue. Root cause: the stress marks on the component and the leak observed in the returned part indicate that the root cause is related to a defective part from the vendor that occurred during assembly. Testing has shown that not all components with stress marks result in a leak. Corrective action: terumo bct's staff were made aware of this incident. A 100% inspection and sort of the needle-less access components has been implemented to reduce the occurrence of these leaks. The vendor was also made aware of this incident and actions are in progress to improve the molding process. An internal CAPA has been initiated to reduce the occurrence of needless access leaks.